Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery by anterograde approach. The chronic total occlusion being treated was located in the moderately tortuous and calcified unspecified vessel. A non bsc guide wire was used to cross the target lesion. A 4mm x 40 mm x146 cm coyote es balloon catheter was advanced for dilation. During the first inflation, the balloon ruptured at 10 atms. The procedure was completed with a different device and was post dilated with a 4.0x 220 coyote mr at 10 atmospheres. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 17mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The reported balloon burst was confirmed; however, there was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery by anterograde approach. The chronic total occlusion being treated was located in the moderately tortuous and calcified unspecified vessel. A non bsc guide wire was used to cross the target lesion. A 4mm x 40 mm x 146 cm coyote es balloon catheter was advanced for dilation. During the first inflation, the balloon ruptured at 10 atms. The procedure was completed with a different device and was post dilated with a 4.0 x 220 coyote mr at 10 atmospheres. No patient complications were reported and the patient's status was good.